Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Information was provided that during a peripherally inserted central catheter (PICC) line placement on the arm of the (B)(6) female patient, the device broke "near the clamp at the proximal part." The PICC line was explanted and replaced. A section of the device did not remain inside the patient¿s body. No further patient or event information was provided.

Manufacturer narrative:
Investigation - evaluation. A review of the drawing, instructions for use, specifications and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. A device history record review could not be performed as the complaint lot number was not provided. As per the instructions for use: ¿extreme caution must be used in placement and monitoring of catheters. Peripherally inserted central venous catheters are not designed for power injection of contrast medium. Catheter rupture may occur. Use of a 10ml or larger syringe will reduce the risk of catheter rupture. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow". Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.